Manufacturer narrative:
This report is submitted on nov 13, 2023.

Manufacturer narrative:
This report is submitted on august 15, 2023.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was subsequently explanted (specific date not reported) and reimplantation is planned but had not taken place at the time of this report. The patient also experienced edema symptoms around the implant site and was subsequently treated with oral antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.